Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the initial local registration indicated that the point where the lg tip was marked too far from the selected location of the target. Second local registration was accepted but the physician was unable to confirm tumor location with radial probe and aborted the case.